Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2008; 419478, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that there was nsvt (non-sustained ventricular tachycardia) and noise. The lead remains in use. No patient complications have been reported as a result of this event.